Event description:
It was reported that during a breast biopsy the probe would cause system error codes and then it would shut the system down. The customer used another probe and completed the case with no consequence to the pt.